Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting treatment and may have developed paradoxical adipose hyperplasia in upper abdomen, lower abdomen, flanks, and arms. A panel of abbvie medical physicians were unable to confirm events and noted the following, there is ¿no visible enlargement¿ and ¿photos not consistent with new bulging.¿ liposuction with vaser and renuvion was performed on (B)(6) 2022 to abdomen, flanks, arms, and upper back.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting treatment and may have developed paradoxical adipose hyperplasia in upper abdomen, lower abdomen, flanks, and arms.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.